Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 92 mg/dl. The customer reported that the keypad of the insulin pump was unresponsive as she was trying to clear an alert from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).